Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No unexpected low battery alarm was noted. No failed battery alarm or bad battery alarm was noted. The low reservoir alarm functioned properly during the testing. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed failed battery test and depleted battery life every 2 to 3 weeks. The blood glucose reading was 249 mg/dl. The customer observed a corroded battery compartment. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.